Event description:
It was reported that one year, nine months and seven days post a dialysis catheter placement in the right jugular vein, the lumen between the hub and exit site allegedly appeared swollen and almost double the usual size. It was further reported that there were also small outpouchings that appeared white on the lumens of the line. Reportedly, the procedure was completed by another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.